Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable plugged into a desktop computer. The pump was able to be charged successfully with an alternate cable. Blood glucose level was 181 mg/dl.